Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the research article ¿presence of intracardiac thrombus at the time of left ventricular assist device implantation is associated with an increased risk of stroke and death¿ identifying that hm3 may be related to stroke and death in patients diagnosed with intracardiac thrombus (ict) formation before lvad implant. This single-center and retrospective study evaluated a total of 525 lvad patients with advanced heart failure. Ict was identified in 44 patients implanted with lvad. From the total of 44, 8 patients were implanted with hm3. The group no-ict had 481 patients. At 6 months after lvad implant, a total of 10.7% was transplanted: 1% in the ict group and 55% in the no-ict group; a total of 7% was explanted, 6.8% in the ict and 0.8% in the no-ict group; 65.1% had ischemic stroke without hemorrhagic conversion, 75% had this stroke in ict group while 62.9% in the no-ict group. A total of 23.3% showed ischemic stroke with hemorrhagic conversion, 25% in the ict group, and 22.8% in the no-ict group; while a total of 11.6% had hemorrhagic stroke, 0% in the ict group and 14.3% in the no-ict group. Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event is approximate as the data were collected between (B)(6) 2009 and (B)(6) 2019. Related manufacturer report number MFR # 2916596-2021-05688.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.